Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site and subsequently was treated with IV antibiotics (specific date and duration not reported).